Event description:
Info received indicates, the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found a sticky substance on the siderail latch which prevented the siderail from latching. The technician cleaned the siderail latch assembly to repair the bed.